Event description:
The customer reported an intermittent loss of a diagnostic live image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and identified as the probable cause. The customer was informed of the issue. No conclusion can be drawn as no further service information is available at this time.